Event description:
The complaint alleged that during biomed testing of the device, a "status 90" was displayed. The complainant indicated that there was no patient involvement in the reported malfunction.